Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left femoral artery. A 300 cm journey¿ guide wire was advanced to the lesion; however, the distal part of the wire, about 40 mm broke off inside patient. Snaring attempts were made to remove the detached fragment but was unsuccessful. The detached part remained in the distal artery where it broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.